Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204/107 / loose connection) has been confirmed. The cause of the reported problems is a broken trunk cable connector. The root cause of the broken trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contracted zoll customer support to report a service code 204 and service code 107. The patient also reported that the belt connection seemed loose. The patient was provided with a replacement electrode belt.